Manufacturer narrative:
Samples rec'd: 50 unopened racepacks and 1 opened. There are no previous complaints of this code batch. There are units in OEM stock. Rec'd 50 closed samples and one open and unused sample with the needle detached from the thread. Tested the needle attachment of the closed samples rec'd and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this prod had a normal process and the results during the process fulfilled OEM requirements. Corrective. Preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread broke during suturing. Add'l thread had to be used, extended procedure time.